Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose level was 181mg/dl. During troubleshooting, a new cartridge was loaded and a cartridge alarm 6 (vent not working) occurred. The customer loaded a new cartridge resolving the cartridge alarm 6 and the pump performed as intended. After the supply change, the customer successfully resumed insulin deliveries. Tandem technical support advised the customer to wear their pump in a case in order to prevent abrupt temperature changes to the pump.